Event description:
The customer reported that the ventilator alarmed with calibration flow error. The customer reported that the unit was on patient, but there was no patient harm. The customer refused to provide patient information.